Manufacturer narrative:
A portion of the actual sample was received with an opened pouch. A visual inspection was performed which observed the particulate matter (pm) was embedded at the vented pull ring cap. The embedded pm was 0.06 square millimeter in size, which is within the acceptable product specification range. No functional test was performed since only a portion of the sample was received. The reported condition was not verified as the device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was noted inside of the cap ring of a home apd system yume low fill mode set. This was noted while preparing the cassette set for automated peritoneal dialysis (apd) therapy on a patient. There was no patient injury or medical intervention associated with this event. No additional information is available.